Event description:
It was reported that during a ladg procedure, when the surgeon was using the device, some clips were out of shape. Sometimes the jaw of the clip did not close after firing. There was no fatal effect for the patient, but the surgeon had to spend additional six minutes for the surgery. Unknown how case was completed. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.